Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was black, was quit working. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2022, the customer alleged for blank display, under delivery, cosmetic damage on the case and hospitalized for dka. On dec 18, 2018, (B)(4) svn: (B)(4), the customer alleged for high bg. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer. Pump received with missing reservoir tube o-ring, broken reservoir tube lip, cracked select keypad button overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. No blank display during testing. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of may 09, 2022, there is no unexpected alarms/suspends and found no or zero bolus delivery. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 05/06/2022 at 17:21:00.000. Insert battery alarm on 05/07/2022 at 03:10:25.000. Replace battery alert on 05/07/2022 at 02:52:00.000. Replace battery now alarm on 05/07/2022 at 03:02:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor and the battery tube connector plugged in properly to j7/pcb 1. The force sensor offset measured (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed required testing. Unable to verify customer alleged for high bg and dka. Cosmetic damage confirmed on the retainer, reservoir tube o-ring, reservoir tube lip, select keypad button overlay, case corner of the belt clip rails near the battery compartment and battery tube threads. Blank display not confirmed. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for pump under delivery due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.